Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The physician intended to use the nanocross elite with a 6f sheath, 0.014 guidewire and non-medtronic inflation device to treat a moderately calcified 100mm lesion in the superficial femoral artery, diameter 6mm. The catheter was prepped as per IFU with no issues noted. The device did not pass through a previously deployed stent. Resistance and excessive force was not used. It was reported a pin hole leak was observed at 4atms during first inflation. All components were removed from the patient and another device was used to complete the procedure. No injury to the patient was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.